Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. It was noted the patient had some other medical issues. No lv vectors were viable, subsequently, this lv lead was programmed off. This lv lead remains in situ. No additional adverse patient effects were reported.